Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing a high blood glucose (bg) level (as high as 535 mg/dl) and a corrective bolus was delivered to address the bg level. The infusion set was changed; however, the bg remained high. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot. The customer changed the infusion set and the bg lowered. The next day, the bg was at 240 mg/dl. The customer declined troubleshooting again and "felt comfortable where things are".